Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2017) is considered to be a best estimate. This supplemental emdr represents the ventralex st (device #1). An additional emdr was submitted to represent the phasix st (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex st mesh (device 1). Per op notes, "midline incision was made, a medium sized ventralex st mesh (device 1) was placed into the fascial edges." (B)(6) 2020 - patient was diagnosed with hiatal hernia and chronic gerd thereby underwent open repair with the implant of phasix st mesh (device 2). (Note: no op notes were provided in mr) (B)(6) 2020 - patient was diagnosed with esophageal stenosis after fundoplication with dysphagia, epigastric pain and extensive adhesions thereby underwent laparoscopic repair. Per op notes, "lysis of adhesions of the omentum from the anterior abdominal wall to the old mesh. There were adhesions above the level of the hiatus fairly intense that were taken down."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.